Event description:
Litigation alleges that the patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of his asr left hip implant. This is in addition to the previously reported event.

Manufacturer narrative:
Corrected/updated data: (date of birth); (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Patient was revised to address cup and stem loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.